Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the yankauers are cracked, causing loss of suction, also there is a sharp jagged edge along the line of the crack that could cause patient harm during use. Additional information received stated the or noticed the cracks when they tried to use them. Some were plugged, not just cracked.

Manufacturer narrative:
The device history record (DHR) review showed no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Fifty-three samples were received at the manufacturing site for evaluation. Five were received in opened packaging and forty-eight were received in unopened packages. One of the opened samples had a crack in the curved part of the yankauer, and two of the unopened samples were found to have cracks. The investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. No action plan required at this point. Personnel were notified of the reported condition and preventative maintenance was performed. This complaint will be used for tracking and trending purposes.